Event description:
It was reported that the ilet displayed repeated alert 38 indicating consecutive stalled motor activity, which persisted after a restart, and the device was replaced with the advisory that the replacement would not be watertight. Symptoms included no reported injury or clinical effects. Outcomes included no impact beyond device replacement and continued therapy management, with the user having backup therapy and a libre 3+ sensor. Investigation included verification of the alert on the device and user-directed troubleshooting steps. Investigation of this case revealed a recurrent motor stall consistent with a device malfunction affecting the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor assembly. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.